Event description:
The plaintiff's attorney alleged that the decedent experienced a non-cardiovascular event on or about (B)(6), 2010, a cardiovascular event on (B)(6), 2013 and subsequently expired on (B)(6), 2013 after the use of the product.

Manufacturer narrative:
This is one event (unspecified event) of three events reported for the same patient involving two separate products.